Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that they received a motor error alarm on the insulin pump during priming. Customer stated that they do not use the sensor feature on the insulin pump and they were able to complete the rewind sequence. No further info reported.